Event description:
The surgeon reported that the patient developed otitis media with adhesions 8 years after implant surgery. The device was explanted and a new device was implanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.